Manufacturer narrative:
The advanced failure engineer performed further analysis on the monopolar energy cable and found that the cable had both internal wires broken as well as the outer insulation. The break in the wire was observed to be at the instrument end of the cable at the end of the connector's strain relief. The failure was observed to be caused by grasping the wire instead of the connector body when disconnecting the cable from an instrument. The insulation also exhibited thermal damage and it appears to be incidental damage caused by the failure of the insulation of the internal conductors. Compromised insulation between two conductors could potentially result in arcing which can lead to thermal damage to the insulation. The cable underwent CT scanning to determine if any internal components could lead to an internal short circuit, but nothing was found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy cable was used with an unspecified monopolar instrument when it allegedly "exploded". The monopolar energy cable was being used with a force triad generator at 45 power. The surgical team was surprised by the issue as they mentioned this issue has not occurred before. The user completed the procedure using a backup monopolar energy cable along with the original instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was inspected prior to use with no damage observed. The monopolar energy cable was being used with a monopolar curved scissors instrument when the issue occurred. There was no arcing observed from the instrument, no thermal damage to the cable observed, and no injury to the patient or staff. The monopolar energy cable was plugged into the force triad generator on the monopolar port #1. There was a spark and smoke coming from the cable during the time of the event.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar energy cable. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided stating that "the image shows the cord is broken at the p1 (instrument side) connector. While the location of breakage is not super focused, the dark color at the break location suggests some kind of electrical shorting may have occurred."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coag of the monopolar was used with force triad generator. The customer refused to use the integrated electrosurgical unit (iesu/erbe). Isi received a da vinci product to perform failure analysis. The monopolar energy cable was analyzed and found to have been broken into two segments. The segments were both returned. There were signs of burnt marks observed at the breakage location. The root cause of the breakage is associated with mishandling/misuse. The root cause of the burnt marks cannot be established. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.